Event description:
It was reported that an ilet user experienced hyperglycemia while the cgm was not yet paired, with a glucometer blood glucose of 440 mg/dl followed by a reading of 577 mg/dl and a sensor error instructing to wait ten minutes; the cgm subsequently connected after rescanning and manual entry, and education on post-meal corrections was provided with advice to contact the physician for next steps. Symptoms included hyperglycemia. Outcomes included self-management at home with monitoring and eventual regulation of glucose without hospitalization. Investigation included remote troubleshooting, confirmation of cgm pairing, review of reported meal announcement, and user education on corrections. Investigation of this case revealed no device malfunction identified and a cause that remained unclear, with contributing factors possibly related to sensor availability and meal-related insulin timing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.